Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an examination, the sheath at the sealing lip was leaking air after insertion in the patient. The sheath was immediately replaced, and the investigation continued. The patient is stable. The transseptal needle had been inserted in the sheath prior to the leak.